Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 9.6 cm diameter irregular inflammatory abdominal aortic aneurysm. The proximal aortic neck measured 10 mm in length and 23 mm in diameter with anterior angulation. It was reported that during the index procedure, the bifurcate stent graft was implanted at the level of the renal arteries. A proximal type I endoleak was observed. The physician remodeled the stent graft with a reliant balloon and implanted three aptus endoanchors into the proximal portion of the stent graft on the left side. The endoleak was reduced by 75%. The physician was unable to implant any more endoanchors due to limitations of the operation table and portable c-arm. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, unhealthy aortic neck due to inflammatory nature of the abdominal aortic aneurysm. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.